Event description:
Abscess, peritonitis. A patient with a history of anemia and previous appendectomy, underwent a total gastrectomy for stomach cancer. Two sheets of seprafilm were applied under the midline incision. One week later, an x-ray of the anastomosed site revealed no abnormality. Five days later, the patient experienced fever and abdominal pain. A CT was performed and suspicion of an abscess in the upper anterior abdomen was made. Germ culture of pus revealed, streptococcus, escherichia coli, and klebsiella pneumoniae. The wound was partially opened for drainage and 500cc of brown, serous fluid was drawn. The fever (37-38c) and abdominal pain continued. Four days later, lab tests confirmed wbc at 9140 and crp at 15.5. The next day the fever and abdominal pain abated. Approximately two weeks later, the penrose drainage tube was removed. At the time of the report, the patient had not yet recovered. The treating physician assessed the events as probably related to the use of seprafilm. Action taken: methycobal 0.5mg and fesin 40mg for 4 days for anemia; meropen 1.0g for infection.